Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D11 - intuitive surgical, inc. (Isi) received the medium large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. The root cause of this failure was attributed to user mishandling/misuse. An additional observation not reported by the site that was related to the primary failure was also identified. The instrument was found to have an input disk broken. Input disk #7 was found broken into pieces inside of the housing. This failure caused the grip cable failure of the instrument. The root cause of this failure is attributed to user mishandling/misuse. Functional testing for the clip test of the device is not possible due to the returned condition of the device.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument was noted to have loose and visible cables at the distal joint of the instrument. The application of the clip failed. The procedure was completed with no patient harm, adverse outcome, or injury. On 17-sep-2021, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use. A clip application was being performed when the issue occurred. The instrument did not collide with another instrument or tool during the procedure. Hem-o-lok clips 544230 were used. The vessel was not greater than 10 millimeters (mm) in diameter. The procedure was completed with a backup instrument.

Manufacturer narrative:
Isi has requested that the medium-large clip applier instrument be returned for analysis. However, the instrument has not yet been received as of the date of this report. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the medium-large clip applier (part # 470327-12, lot/ serial # (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2021 via system serial # (B)(4). There were 46 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: per the description of the reported issue, the medium-large clip applier may have incurred a failure mode that is known to impact clip application effectiveness with no evidence or claim of mishandling or misuse. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but part of the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.